Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a black image. The event occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.